Event description:
One of our staff in our clinic found a packaging defect on one of our needles. This is for the bd integra retracting needle 25g x 1 with lot #6263912 exp 09/30/2021. The needle was not capped in the package and could have potentially injured someone if the package was opened.